Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported that she was splashed with water, and water entered the infusion device. The rubber casing of the infusion device was worn away near the up/down buttons. The infusion device was in the stop mode, and the menu button would not function. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.